Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. D8 field was selected inadvertently, it should remain in blank. Three attempts were performed to obtain additional information, but no additional information was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified, however it is possible that no image was displayed due to the connection methods. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center produced no image to provation(a 3rd party healthcare software), and the customer only had one monitor. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), it was noted that the customer had a computer out to the oev-262h monitor and was not getting any image. Tac explained that the cv-190 goes out with either a sdi or computes out to provation and then to the monitor. The customer did not have a monitor just for the cv-190 and they could not figure out how to connect the cv-190 to provation. Customer called provation and upon follow up, it was related to tac that the reported event was due to a switch box issue with provation. The event has since been resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.